Event description:
Same case as: 2134265-2014-06344, 2134265-2014-06222. It was reported that automatic pullback failure occurred. During an unspecified procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view an unspecified lesion. It was noted that automatic pullback feature was not pulling back and was inoperable. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is fine patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).